Event description:
It was reported that during implant attempt, the patient experienced severe tricuspid regurgitation. After many unsuccessful tries to get the rv (right ventricular) lead across the tricuspid valve and placed in the rv apex, the physician decided to use another lead which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).